Event description:
Spontaneous patient calling because her aquaguard dressing and hy tape is not staying on and she wants to be able to take a shower. Lot and expiration information was not provided for these items, unknown if patient has them for return. No other information is available. Reported to (B)(6) by pt/caregiver.